Manufacturer narrative:
Device history record reviewed with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, also was sticking, repair could not duplicate the unit not locking properly; unit locks and unlocks properly. General maintenance was required at this time. The complaint was not confirmed. Device identifier # (B)(4). Linked to mfg. Report numbers: 3004608878-2019-00101 and 3004608878-2019-00100.

Event description:
1 of 3 reports. The biomedical engineer reported that on (B)(6) 2019, a a1114 mayfield infinity skull clamp did not lock and needed repair. There were no known information if the patient was prepped for a procedure and if there was patient injury or consequence.